Event description:
Reporter stated that patient received the following results on the performa system compared to a lab result within 10 minutes: 102 mg/dl (performa meter) and 280 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips are not available to return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.